Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The 202050 duraseal sealant system 5ml product would not solidify and it flowed like water. A new product was used for the procedure. No patient involved when product issue was detected.